Event description:
Boston scientific crm received info that during a routine device changeout procedure, there was difficulty removing the implantable leads from the header of this pacemaker. A bone-cutter was utilized to cut the device header from the device case and the leads were successfully removed. No adverse pt effects were observed.

Manufacturer narrative:
Upon receipt at our post market quality assurance lab, the device header separated from the device casing. The back of the header was cut. Microscopic visual inspection of the feed through wires revealed ductile fracture, indicating that excessive external force was used to break and separate the header. No other irregularities were observed. All setscrews moved freely and operated normally. A cut was made behind the proximal connector blocks to further inspect the inner seal rings. Microscopic visual inspection of the inner seal rings revealed evidence of silicone to silicone bonding in both atrial and ventricle inner seal rings.